Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply circuit breaker was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would shut down without user input. No patient injury was reported.